Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. The error message "x-ray signal state. Condition: exposure error" was found in the system logs, but the failure that was reported could not be replicated. The system functioned normally during testing. A full imaging system check-out was completed and full system functionality was confirmed. The system was returned to service.

Event description:
A site representative reported that the imaging system displayed an error when attempting to acquire a scan. The specific text of the error was not reported. A spin could not be completed because of this error. This was reported outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the surgeon did not want to share patient demographic data, but did provide the following information: was the surgery discontinued? - no. Was medtronic imaging discontinued? ¿ no, navigation was finished. Was there death or serious injury to the patient? ¿ no. What type of surgery was performed? Lumbar stabilization. When in the surgery did this issue occur? ¿ after surgery, during verification of the scan. What software task were they in when the issue occurred? ¿ in navigation on the navigation system (but not used in that moment, as navigation was finished) or from the imaging system, in 3d acquisition mode. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.